Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the time was off on machine. A technical support specialist (tss) logged into the station, applied the knowledge article device time was incorrect, to correct the time on the station. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or6 time was incorrect, which resulted on issues with recording the correct dispense time for patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.